Event description:
It was reported that pump experienced malfunction with malfunction alarm code displayed that could not be reset. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, place pump into storage mode, return malfunctioning pump using prepaid label, and then set up replacement pump by re-entering pump settings and reconnecting continuous glucose monitor, with replacement pump arranged by technical support.